Event description:
The customer provided additional test results for estradiol (e2) dilution data on estradiol cap linearity material and e2 calibration verification material (cvm).

Manufacturer narrative:
Siemens filed the initial MDR# on 15-apr-2019. Additional information was received (25-apr-2019): siemens further investigated the issue. Additional testing was performed and the estradiol straight results do not match the diluted results for the cap linearity material and the cvm material the cse performed preventive maintenance and verified the sample positions for the dilution well and tube lifter which was correct. The instrument is operating within manufacturing specifications. Siemens also filed MDR# 2247117-2019-00030_s1, 2247117-2019-00032_s1, and 2247117-2019-00033_s1 for this event.

Manufacturer narrative:
The initial MDR 2247117-2019-00031 was filed on 15-april-2019. Supplemental MDR 2247117-2019-00031_s1 was filed on 16-may-2019 and 2247117-2019-00031_s2 was filed on 31-may-2019. Update: 31-jan-2020: based on siemen's investigation, it was determined that this issue was not instrument related but a consumable related issue. MDR's 2432235-2020-00197, 2432235-2020-00198, 2432235-2020-00199, 2432235-2020-00200, 2247117-2019-00030_s3, 2247117-2019-00032_s3, and 2247117-2019-00033_s3 were filed for the same event to document the issue as a consumable.

Manufacturer narrative:
Siemens filed the initial MDR# 2247117-2019-00031 on 15-apr-2019 and first supplemental MDR on 16-may-2019. Additional information (29-may-2019): a siemens customer service engineer (cse) performed a total service call and verified the sample and reagent pipettor adjustments, the high speed spinner and tube lifter positions, and water and substrate dispense. The water test and quality controls were run. The quality controls were high. The cse replaced the sampler dilution well and the sample probe and repeated quality controls, which resulted within acceptable ranges. The cse also performed preventive maintenance. The cause of the discordant estradiol results is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Conclusion code was updated. Siemens also filed MDR# 2247117-2019-00030_s2, 2247117-2019-00032_s2, and 2247117-2019-00033_s2 for this event.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. The customer ran master curve materials (mcms) and all results were within range. There were no hardware issues. The customer did not manually dilute the samples. The issue was observed with samples that are greater than 1200 pg/ml. Other samples less than 1200 pg/ml are diluting correctly. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit and confirmed dilution well and probe alignments. The sample dilution well and sample probe were replaced. The system fluidics and the high speed spinner were inspected. The water and substrate dispenses were verified. The cause of the imprecise e2 results is unknown. Siemens is investigating the issue. Siemens also filed MDR# 2247117-2019-00030, 2247117-2019-00032 and 2247117-2019-00033 for this event.

Event description:
Discordant estradiol (e2) results were obtained on patient samples on an immulite 2000 xpi instrument. The initial neat results are greater than 1200 pg/ml and were auto-diluted. The neat results were not matching the diluted results. The true results are unknown. The samples were sent to an alternate laboratory for testing. There are no reports of patient intervention or adverse health consequences due to the discordant e2 results.